Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture with abutment fell out approximately 3 to 4 weeks after surgery. Peer the surgeon's report, the countersink was partially drilled during the initial surgery, but the fixture was inserted "with excellent stability." Failure of initial osseointegration reportedly lead to the loss of the fixture. The flange fixture with abutment was discarded by the healthcare facility. The patient is successfully using a baha implant on the contralateral side.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.